Event description:
It was reported that the right atrial lead exhibited noise. The noise was not reproducible through isometrics. The lead was explanted and replaced during ventricular lead revision on (B)(6) 2014.